Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified medication. At an unspecified time, the customer contact reported that an unspecified volume of solution leaked at an unspecified location of the tubing set. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.